Event description:
During the evaluation of a returned minicap transfer set, it was found that the inside diameter of the patient connector was below nominal. No additional information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and molding department procedures. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.